Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52mg/dl. Low bg cause was not known. Customer¿consumed carbohydrates¿to address bg. No additional information was provided.